Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was kept failing. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a hardware failure with database issue. The field service engineer (fse) reported that the cubie could not be unloaded due to a database issue. The fse escalated the issue to tsc (technical service console) for resolution and requested their assistance in removing the drug from the database. The tsc attached the knowledge article of "unable to replace drawer (or cubie) due to loaded medications in the drawer in 1.6 and higher" and "how to decrypt station db for backup" for removing the drug from the database. The fse replaced drawers 5.1 and 5.2 and drawer 5.2 controller to resolve the hardware issue. The fse tested the drawer in the hardware test application, and all functions passed successfully. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was kept failing. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.